Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient to end therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection and functional testing were performed. Functional testing included leak testing, clear passage testing, clamp function testing, and simulated-use testing; no issues were found during functional tests. The reported issue was not verified. Should any additional relevant information is received, a supplemental report will be submitted.